Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device occluded on 1 cytarabine cadd and where the line was clamped, it kept twisting and the pump was occluding which prevented the drug from being infused. The customer used another unit and requested a replacement. It was further reported that the device was connected to the patient when the line kept occluding. Infusion was stopped and the line was examined but it continued to occlude. The cassette was unable to be safely used. Confirmation was also received that the pump was used during this event, but no issues were observed. It was noted that the customer advised that an alternate pump was used to ensure no issues and that the "tubing was depressed where the clamp was placed which was unusual. On this occasion, the clamped area seemed to be the issue causing the occlusion. No other issues were observed with cassette". There was no patient injury or medical intervention as a result of this event, however there was reported extended chair time. Baxter compounding services product: cytarabine (dbl) 4400mg in sodium chloride 0.9 percent cadd cassette 250ml.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.